Event description:
It was reported that during an iliac stenting treatment procedure with an express biliary ld premounted stent system, the balloon catheter had a pinhole leak at low pressure. The stent was implanted with no pt complications. Current pt condition is reported as 'ok'.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. Should further relevant info become available, a supplemental medwatch report will be filed.